Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were multiple occlusion alarms observed in the black box; the force at time of occlusions was high. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. (B)(4).